Event description:
Patient has a morphine pca pump. He is on ivf and IV abx. The IV abx are not compatible with his fluids so per management/educator I placed a bifuse on his PICC line to be able to run both (I paused the ivf while abx were infusing). I changed the morphine cartridge, ivf bags, tubing etc when I connected the bifuse. Approximately 2 hours later when the patient's IV tylenol finished, a puddle of fluid was noted on the floor dripping from part of the pca tubing. The tubing was completely broken, [redacted name] my apsm took the tubing. The patient's PICC then would not flush. It is likely that he did not receive his tylenol and possibly abx causing it to back up into the tubing and on the floor. The morphine pca tubing had to be replaced and then a new piv had to be placed due to the PICC not functioning.